Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues arise again.